Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unit had stripped battery cap coin slot (p). (B)(4).

Event description:
The customer reported via phone call that they were unable to remove the battery cap on their insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.